Event description:
It was reported that pump battery would not charge despite use of working outlets, original and alternate charging cables, and different wall adapters, and that a power source alert had appeared around the time the issue began. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed shipping details, provided instructions for storage mode and return of problematic pump within specified timeframe, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.